Event description:
Hydrocephalus due to probable aqueduct stenosis treated with ventriculoperitoneal (vp) shunt (B)(6) 2019 (medtronic strata valve and peritoneal catheter standard, open end with wall slits, barium impregnated - product #23047). Stable until (B)(6) 2021 when decline in cognitive function occurred. Shunt patency study showed delayed fluid flow into abdomen. Vp shunt revision of valve and distal catheter (in situ for 20 months). Histopathology examination showed distal catheter obstructed by chronic inflammatory reaction to graphite particles and mesothelium. This tissue complication has been reported in multiple cases of shunt obstruction, some leading to surgical revision, some to death (see del bigio, mr et al. Inflammation and obstruction of distal catheter slits in ventriculoperitoneal shunts: likely role of graphite. J neurosurg. 133:1495¿1502, 2020. Doi: 10.3171/2019.6.jns191082). FDA safety report ID # (B)(4).